Event description:
On (B)(6) 2011, heart lung machine hl-20 (serial number(B)(4)) at (B)(6) hospital- stop working and displayed "er05" on the p1 display. (B)(4).

Manufacturer narrative:
(B)(4). Troubleshooting was performed and it was determined that the dual pressure module for p1 & p2 were defective. The dual pressure module for p1 & p2 were replaced. A functional and safety tests were performed to factory specifications. (B)(4).